Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had physical damage on the terminal end, insulation and lead body. The lead was surgically abandoned. No additional adverse patient effects were reported.